Event description:
It was reported that during a procedure the fiber tip broke off. The tip was retrieved. The procedure was completed with the same fiber as the case was close to completion when the tip broke off and was considered completed upon retrieving the tip. No patient issues were reported. Patient outcome ¿doing fine¿ reported.